Manufacturer narrative:
A visual examination of the returned device revealed heavy residues present on the device. The ink markings on the exterior of the feeding tube were worn and barely visible. The internal bolster was not present and not returned for analysis. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure approximately 6 months ago. According to the complainant, during removal of the device, the internal bolster detached from the tube, and remained in the stomach. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good. Two weeks has passed since the issue occurred, reportedly, the patient's condition is stable, with no complication.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure approximately 6 months ago. According to the complainant, during removal of the device, the internal bolster detached from the tube, and remained in the stomach. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good. Two weeks has passed since the issue occurred, reportedly, the patient's condition is stable, with no complication.